Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
The pt reported that on an unspecified date in (B)(6) 2011 she obtained a blood glucose reading of 23 mg/dl and experienced the symptoms of dizziness and feeling 'not right'. The pt contacted emergency services and was transported to the emergency room. The pt was treated with glucose and released. The pt alleged there were 40 to 45 units insulin missing from the cartridge, the alleged these units were delivered to her by the pump. During the troubleshooting telephone call, it was determined the pump's date and time and history records' date/times were incorrect. No large bolus was found in the pump's bolus history or total daily dose history. Customer service was unable to verify the pump bolus history as the pt was unable to provide any further details regarding this event.